Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The cause of the event could not be determined from the information available the most likely root cause of the reported failure is use error. As no further investigation was able to be performed no change in harm was identified. This complaint will be included in trending per (B)(4).

Event description:
It was reported the ar-6480, pump is spinning extremely fast and excessive amounts of water are being distributed. Additional information 5/13/2021 per the sales rep they were able to find the issue and they seem to be working normally now.